Event description:
Found a hair inside the condom package not belonging to either partner. Hair was short and blonde. Both users are not. Quality of the lot is compromised. Condom is ordinarily clear but was milky white. Found in 4 condoms out of a box of 15 (threw box out at that point.